Event description:
Allegedly, doctor was performing a laparoscopic inguinal hernia repair procedure when pt was overinflated. Doctor switched to open procedure; procedure was completed. The pt exhibited subcutaneous emphysema; pt was monitored until condition subsided. Condition of pt post op is good.

Manufacturer narrative:
Unit was evaluated for overinflation, and it functioned correctly during testing; the complaint could not be confirmed. The eval results included service maintenance that was not related to reported issue. Unit has not been serviced since its sold date in 2002. Karl storz recommends preventative maintenance such as a functional or safety test be performed once a yr to ensure that unit is working properly. The hosp contact stated that 2 pts had been impacted in 2 different procedures with 2 different endoflators conducted by the same doctor; the issue involved overinflation. The doctor selected the settings on both units; staff could not confirm what number he selected as a setting. We believe the unit pt point was set too high in both cases.